Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated and that the feature was accurate only half the time. The customer reported an instance in which she received a sensor glucose reading of 300 mg/dl when her actual blood glucose level was 160 mg/dl. Troubleshooting was done. Advised to remove and replace the sensor. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.